Event description:
The customer reported that during a routine check of the iabp, the safety disk test failed. No pt was involved.

Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There are no nonconcformances related to the reported event, however, the issue was fixed before the unit was released. The company service rep examined and in the test of the auto fill cycle showed a 81 on the bimba cylinder. Adjusted bimba to 105. Performed functional and safety tests. Pump was returned to the customer. (B)(4).